Event description:
It was reported that the hcp was not able to aspirate drug out of the pump reservoir. As a new pump was being prepared at a pump replacement procedure, sterile water was aspirated from the pump and 3 ml of drug was put into the reservoir. But when the hcp attempted to aspirate the 3 ml to perform a rinse they were not able to do so. It was reported that "air bubbles came out, so I'm guessing maybe we had some air in the pump." The hcp chose to fill the remaining reservoir capacity with drug without aspirating the 3 ml. The pump was filled with 38 ml total. The hcp was going to put 40 ml in the reservoir, but was only able to fill with 38 ml total. It was reported that the drug concentration is considered to be 97%. It was reported that additional aspiration was successful in surgery so the hcp was "ok with proceeding." No patient symptoms were reported. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 86 3740, serial# (B)(4), implanted: (B)(6) 2005, product type: pump. (B)(4).